Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: I have not in the past submitted any reports to ethicon but would estimate that in the last decade, I have had several hundred. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Of the ¿several hundred patients that have experienced the post-operative complications: discomfort, visible rash, puritic rash, pain, erythema, cellulitis, wound dehiscence¿ referenced. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via reply from author to journal article that patient underwent unknown procedure on unknown date and topical skin adhesive was used. Patients that have experienced the post-operative complications: discomfort, visible rash, puritic rash, pain, erythema, cellulitis, wound dehiscence described in the article causally related to the use of the adhesive product and competitor products that utilize similar technologies. Additional information has been requested.